Event description:
(B)(4)

Manufacturer narrative:
The device is currently being returned to the mfg facility in (B)(4) so that an engineering investigation can be performed. The device has not yet been received, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).